Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they tried to conduct bolus but received check blood glucose message. The customer's blood glucose level at the time was 424mg/dl. The customer states they treated the high. The customer states the high was attributed to not being able to administer bolus. The customer was assisted in turning sensor feature off. No further assistance was provided.